Manufacturer narrative:
For this 3 events related to exemption number e 20125012, 2 devices were returned and 1 device was disposed. 1 event has a root cause of user error, and 1 event has a root cause of operational context.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - (B)(4) for product code ezn. This report summarizes 3 event reported to boston scientific for uromax ultra and passport balloon catheter balloon burst. The patients sex and age are both unknown along with all other demographic information .